Event description:
On november 17, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The medical affairs specialist mailed a letter to the patient on november 27, 2006, since she could not be reached by telephone on two separate days. It is not known when the alleged power issue of the meter started. The patient developed symptoms of feeling shaky and sweaty. She was unable to test her blood glucose. The patient treated herself by eating food and/or drinking a beverage. She also visited her doctor for an unspecified reason. While in the doctor's office, only a blood glucose test was performed. It is not known what result was obtained or what device was used. The patient did not receive any medical treatment. It would have been helpful to know the following information: the duration of the power issue, how long the patient had the meter for, and when the meter's battery was replaced. In addition, it would have been helpful to know when the symptoms started, if the self-treatment relieved her symptoms, why the patient visited the doctor, what result was obtained by the doctor, what her medication regimen is, and if she was following the regimen during the time of concern. This complaint is being reported due to the following conclusion: the patient had symptoms of hypoglycemia, but was unable to test her blood glucose because of the alleged issue. Replacing the meter's battery did not resolve the power issue. It is not known when the symptoms developed in relation to when the power issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.